Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection that the colonovideoscope exhibited burned plastic distal end cover, foreign material in the connecting tube, adhesive on the bending section cover, and plastic distal end cover. There were no reports of patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for distal end cover burn could not be determined. However, it was possible that a high-energy endo therapy accessory may have been used without sufficient distance from the distal end. Similarly, the root cause of foreign material found in the device could not be established, and the foreign material could not be identified. It was unknown whether there was deviation from instructions for use (IFU) in reprocessing steps for the location where the foreign material remained. There was no physical damage at the place where the foreign material remained. The distal end cover burned can be detected/prevented by following the applicable chapters in the instructions for use: IFU states that detection method in gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection_3.3 inspection of the endoscope. 8 inspect the entire distal end of the endoscope including the objective lens and light guide lens for any irregularities such as scratches, chips, cracks, stains, discoloration, deformation, and gaps around the lens. Instruction manual instruction manual gif-ez1500 operation manual_4.3 using endo therapy accessories contains warnings for when using high-energy treatment devices. ·never emit high-frequency current before confirming that the distal end of the high-frequency endo therapy accessory is in the endoscope¿s field of view. Also, confirm that the electrode section and the mucous membrane in the vicinity of the target area are at an appropriate distance from the distal end of the endoscope. If the high-frequency current is emitted while the distal end of the endo therapy accessory is not visible or too close to the distal end of the endoscope, patient injury, bleeding, and/or perforation as well as equipment damage can result. The reported issue of foreign material in the device can be detected/prevent by following the applicable chapters in the IFU: IFU states that detection method in gif-h185, cf-h185l/I operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif-h185, cf-h185l/I reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.